Event description:
It was reported that during implant, intermittent capture was observed. Lead was not implanted. The patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the damage found was sustained during the surgical procedure. The lead was otherwise normal.